Event description:
It was reported that customer's insulin pump is alarming no delivery. Customer changed out his infusion set after the first alarm, but the device alarmed no delivery again after a bolus delivery. Troubleshooting found no anomalies. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 18.9 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.